Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Event description:
It was reported that during a procedure, the wire was allegedly melted into catheter. There was no reported patient injury.

Event description:
It was reported that during a procedure, the wire was allegedly melted into catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter loaded with an unknown guidewire was returned for evaluation. Under microscopic observation burn marks were noted on the guidewire exit port and one additional burn mark proximal towards the distal tip. Based on the findings, the investigation is confirmed for the alleged melted issue as burn marks were noted to the catheter. A definitive root cause for the reported melted issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.